Event description:
The customer reported charger failure errors. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the batteries. The gib pcb and the battery charger board unit operated as intended.